Manufacturer narrative:
The customer contacted resmed astral support to request assistance troubleshooting an astral device with a frozen screen and being unable able to change the device settings. Astral support went through the troubleshooting steps with the customer and requested the device to be rebooted. Troubleshooting resolved the customer issue. No device was returned to resmed for investigation. (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. The device was not in use when the fault occurred; therefore, there was no patient involvement.